Manufacturer narrative:
Infant. No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported from the nicu that the rn will attach a 10cc ns flush syringe to a non-bd end cap. After securely tightening the connection the nurse will place the syringe into the syringe pump and initiate the infusion. Approximately 10 minutes after the infusion is started the tubing set unintentionally disconnects from the non-bd end cap. The customer further stated the events occur almost daily on infant patients.

Manufacturer narrative:
Correction on b3: no exact date of event. Additional information added to:d11.

Event description:
It was reported from the nicu that the rn will attach a 10cc ns flush syringe to a non-bd end cap. After securely tightening the connection the nurse will place the syringe into the syringe pump and initiate the infusion. Approximately 10 minutes after the infusion is started the tubing set unintentionally disconnects from the non-bd end cap. The customer further stated the events occur almost daily on infant patients.